Event description:
It was reported that during routine percutaneous transluminal coronary intervention, after completing successful pre-dilatation using a 2.0x12 rx mini trek balloon dilatation catheter, a balance middleweight (bmw) guide wire was advanced past the target lesion, then a 2.75x18 xience v rx stent delivery system (sds) was advanced onto the guide wire, into a non-abbott guiding catheter, and to the 1st of two previously implanted non-abbott stents in the left anterior descending (lad) coronary artery toward the target lesion, however, the xience was unable to cross through the 1st stent. The xience was withdrawn without resistance. Using a 2.5x14 non-abbott sds, an attempt was made to cross through the 1st non-abbott stent again, however, that sds was also unable to cross the stent, and was withdrawn from the anatomy. A non-abbott buddy wire was advanced to the target lesion, then the 2.75x18 xience v rx sds was re-inserted and advanced through the two existing stents without issue, then successfully deployed in the lad at 8 atmospheres. The xience v sds and guide wires were withdrawn from the anatomy without issue. Patient immediately went into cardiac arrest and cardiopulmonary resuscitation and cardioversion were subsequently performed for 30 minutes before the patient ultimately expired. A physician review of procedure films revealed that a dissection had occurred (reportedly, believed to be due to the use of the non-abbott guiding catheter), followed by abrupt vessel closure due to vasoconstriction, then no timi flow, resulting in vascular death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: cordis, stent: cypher (2). The balance middleweight guide wire mentioned and the xience v stent mentioned are being filed under separate manufacturer report numbers. There was no reported product deficiency. The reported patient effects of intimal dissection, cardiac arrest, and coronary artery spasm are listed as known adverse events in the instructions for use for coronary dilatation catheters, trek and mini trek, rx. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.